Event description:
It was reported that a user contacted support for a blood glucose value of 289 mg/dl after breakfast, stated she had entered a smaller-than-usual meal announcement to receive additional insulin because she felt the system was not providing sufficient correction, and was advised not to use meal announcements for correction while using the ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.